Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the proximal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer experienced error 23087. The customer converter to another dv system. There was no report of patient involvement or reported injury.

Manufacturer narrative:
The unit was returned for failure analysis, and the reported issue was confirmed and replicated. In logs, error 23087 was found, indicating that the set up joint (suj) z axis gravity motor or its encoder had stopped working, confirming that the fault occurred in the field. The proximal unit was installed onto a golden system, where error 23087 was present in the error logs. The unit was then installed onto a pftp, where it passed all relevant tests. After testing was complete, visual inspection found no faults related to the reported event. Based on these findings, failure analysis concluded that the cfs was the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the proximal set up joint and universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. This usm was returned for failure analysis, and the reported error 23087 was confirmed in lighthouse but not replicated during fa. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then tested on the pftp and passed all functional tests. Around the time of the complaint, field logs in lighthouse confirmed multiple 23087 errors. The hall edge to encoder error p1 value points to the usm_suj_vertical. After the usm was replaced, the same issue occurred again a few days later. Based on these findings, fa concludes that this unit is the wrong part returned for the reported problem. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.